Event description:
On (B)(6) 2011, the pt was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. The pt tolerated the initial procedure. The maximum diameter of aortic aneurysm on (B)(6) 2011 was 43mm and the follow-up assessment on (B)(6) 2011 showed that the diameter of aneurysm was 46mm. On an unknown date, a type ii endoleak was discovered. On (B)(6) 2011, the pt underwent a re-intervention to coil the artery. Further info was requested.